Event description:
Ous MDR - after an implantation time of about 38 months, artifacts with inappropriate shock deliveries were reported. This device was implanted with the associated lead. The lead was returned for analysis, but the ICD was not; both were explanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned programmer printout. The manufacturing process for this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The programmer printout was checked; interference in the atrial, ventricular and far-field channels was visible in the available iegms, which led to a high number of charge processes. There was, however, no indication of a device malfunction. There were no indications of material defects or manufacturing errors for either the lead or the ICD.